Event description:
A malfunction alarm was reported with malf 12 code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues arise.